Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a small to no effusion at the start of the case. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After implant it was noted that there could have been a possible increase in the effusion; however, there was no pressure change or anything. No intervention was performed. Protamine was given and the patient was taken off the table.